Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h2, e1 (phone#), h10, h11. Corrected data: b3 (blank), e1 (initial reporter).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit failed pneumatic module leak test. There was no patient involvement.

Manufacturer narrative:
Event site postal code and state: (B)(6). It was being reported that during a routine check the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "fail pneumatic module leak test". Getinge field service engineer (fse) confirmed the membrane leak test had failed the multiple times. Membrane difference pressure: 15 replaced new safety disk. Failed membrane leak test multiple times. Membrane dif pressure: 6 system not safe to use. Will continue to fault find after another safety disk has been delivered. User not to user unit. A getinge field service engineer (fse) had replaced the (d202-00-0140) safety disk,drive side and all manifold test passed. United tested ok and safe to use. Unit handed back to customer in good condition. There was no involvement of the patient. The defective components were received for further investigation. The failure analysis and testing dept. Performed a visual inspection and found the safety disk to be in good condition. The failure analysis and testing dept. Was able to replicate the failure the customer experienced of the safety disk failing the membrane differential test. The safety disk failed with a test result of 17mmhg. The factory specification is (B)(4). The safety disk failed testing. Root cause was determined to be manufacturing design, for the reason of multiple failures of the membrane differential test, which is in the process of being rectified by r and d. Retaining the safety disk in the failure analysis and testing department per procedure number (B)(4) rev. Al. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.